Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit does not mesh properly there was no harm or delay. An alternate device was not required to completed the procedure. Additional grafts were not required.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The device history record (DHR) review for zimmer skin graft mesher, serial number (B)(6), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), a 3:1 ratio cutter, serial number (B)(6), a ratchet, and an autoclave case for evaluation. Product review of the zimmer skin graft mesher by zimmer biomet surgical on (B)(6), 2019 revealed the calibration nor test cut could be taken due to a bent comb. The roller and gear had visible damage. The 1.5:1 ratio cutter produced an incomplete sample mesh while the 3:1 ratio cutter produced a passing cut. Repair of the zimmer skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2019 which included replacement of the roller, gear, comb, left and right side plates, bearings, and ball detent. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the cause of the mesher not meshing properly was due to a damaged comb on the mesher and the use of a previously deemed non-repairable cutter. During evaluation of the device, the 1.5:1 cutter was found to have been previously serviced and deemed to have produced an incomplete mesh. The instructions for use for the zimmer skin graft mesher notes that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Event description:
No additional event information is available.